Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib pad short" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing which included bench handling, defib cycling, and stress testing the defib function by performing multiple manual shock testing at various joule settings using the returned multifunction cable and paddles without duplicating the report. Visual inspection of the returned paddles had a broken multifunction cable release latch. The device's multifunction cable release latch was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.